Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to "distal bulbar" erosion and infection. A new aus device consisting of a 4.0cm cuff, a 61-70 cm h2o balloon and a pump, was implanted. It was further reported that the erosion of the cuff was identified via cystoscopy. The infection was located at the bulbous urethra. They were not able to identify the type if infection the patient had. The physician does not believe that the device caused or contributed to the infection. The patient was doing good following surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.